Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component confirmed and duplicated the reported issue and isolated the issue to solenoid failure.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator initially alarmed for "no cal data." All of the transducer calibrations passed. The ventilator was working for two days and then alarmed "vent inop", "motor fault", and "xdcr fault." The ventilator would start to run again when it was switched off and then back on. After a few hours of running, the same alarms will appear again. When "vent inop" appeared, the error log had the following errors: "vent inop" and "xdcr fault occurred (0,0,1260)." After "vent inop" occurred, the transducers were calibrated again and all of the transducers passed. There was no patient involvement associated with this issue.